Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device would not power on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not turning on. A field service engineer (fse) resolved a station-wide power failure that resulted in a black screen. Troubleshooting began by unplugging all drawers and rebooting the system with only drawer 1 connected, which was successful. Drawers were then added sequentially, and intermittent power loss was observed upon connecting auxiliary drawer 1.1. Further investigation revealed a malfunctioning drawer control board within drawer 1.1, which was subsequently replaced. The station¿s functionality was restored and confirmed through a successful login to the hardware test application (hta). Final verification was completed by the escort, who confirmed the system was operating successfully through a system check and medication inventory test. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name - (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device would not power on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.